Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate, and off by one day. Contact did not know how the pump date became inaccurate. Customer's blood glucose level was 189 mg/dl. Tandem technical support guided the customer through adjusting the pump date.